Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with the stent protector and product mandrel. There were stent struts on the proximal end that were lifted from the balloon profile, and stretched over the markerband. The bumper tip was damaged. The crimped stent was moved on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were opened up on the proximal end of the balloon. There were several slight kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-june-2016. It was reported that crossing difficulties were encountered. The target lesion contained an acute degree bend and was located in the highly tortuous distal left circumflex artery (lcx). Following predilation, an 8 x 2.50mm taxus¿ liberte¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.